Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Dual-device neuromodulation in epilepsy, brin freund1 et al. World neurosurg. (2022). Doi: 10.1016/j.wneu.2022.02.057. The authors reviewed the mayo clinic database in florida of patients who underwent vagus nerve stimulation (vns), deep brain stimulation (dbs), and responsive neurostimulation (rns) from october 1998 through september 2021. The prevalence of active vns with dbs or rns was considered dual therapy.  In total, 131 patients (71 female) underwent 164 vns-associated procedures, 28 received rns, and 8 received dbs (6 anterior thalamic dbs; 2 thalamic centromedian nucleus dbs). Reported events: a patient who received vns-dbs had their dbs explanted 15 months after it was placed due to a secondary lead infection. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.